Event description:
It was reported that the patient was revised due to a fractured patella.

Manufacturer narrative:
Evaluation summary: review of the returned radiographs does not indicate root cause. The related part number is included in FDA recall z-0851-2012. In december 2011 the material for the nkii durasul poly patella was changed from (B)(4), which has higher fracture fatigue strength, due to peg shear and fracture. The related component was implanted prior to the field action. Evaluation: visual inspection of photographs taken during the revision surgery revealed a fracture line from the outer diameter of the patellar component passing through one of the pegs and ending before the center of the component. The peg which the fracture line passes through appears to be missing. The other two pegs remain intact. The edge near the fracture line appears jagged and worn. Device history records were reviewed and found conforming.

Manufacturer narrative:
This report will be amended when our investigation is complete.